Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient later expired. The initial target lesion was treated with an oad and balloon angioplasty. The oad was removed and a second oad of a different size was inserted in order to treat a second lesion in the left common iliac. The lesion was treated with the oad on low speed, and wire bias was noted. The oad was then increased to high speed. After treatment with the oad, the pressure of the patient decreased. The device was removed and imaging revealed a perforation of the left common iliac. Balloon angioplasty was performed and a stent was placed, however the patient remained unresponsive. The patient was transferred to surgery, however during the surgical procedure the patient expired.